Event description:
The following was reported by the implanting physician. "Pt, that received implantation of a device on 11/2001, in january presented with pleuritic chest pain and was found to have pulmonary embolism, which was not hemodynamically significant. Tee revealed thrombus on the right atrial as well as left atrial side of the device."